Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there were battery depleted alarms. The pump was ran in user mode and also disassembled. The reported "constant battery depleted alarm" problem was duplicated. When the pump was started, it immediately went into a two-tone alarm and displayed battery depleted. When it was disassembled, it was found that the motor was locked up and the current was very high. The resistance of the motor was measured and it was found to be a short circuit and drawing enough current from the batteries to make them appear depleted to the microprocessor. The issue was caused by the motor which was locked and shorted. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a constant battery depleted alarm during testing. There was no patient involvement.